Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that now that they had replacement, they were still has to push down hard to urinate. Patient stated when they try to increase stim then they did not feel any stimulation. Patient confirmed that they were currently at 3.5v on program 3 and stim was on. It was reviewed that patient could consider increasing stim until they felt it in the bike seat area. Patient stated that at 6.9v, they were feeling jolting in their right leg down to their toes. Patient stated that when came out of surgery then they felt numbness in their sciatic area as well. It was reviewed that patient would want to speak to doctor about possible program change since patient should be feeling in the bike seat area. Patient would contact doctor and will call back to get assistance with program change. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-jun-21. The patient reported that when they woke up from surgery their right leg was numb, the patient guessed that the healthcare professional (hcp) hit a nerve or something. The patient noted that they did not know the time or reason why the implantable neurostimulator (ins) was not working but guessed that they had nerve damage. The patient stated that they did not feel anything when they moved the thing up or down because there was nerve damage and it was numb. The patient reported that they thought they had pulled the stitching that the hcp used to hold the ins and that it was moving around. The patient noted that it felt like needles and pricking back there. The patient stated that they felt heat and a burning sensation around the two sites where the surgery was. The patient also reported that they were experiencing a burning sensation in the vulva area when they urinated. The patient noted that they thought the burning could be a strong infection, such as a bladder infection, uti, or yeast infection but they didn¿t know. The patient stated that occasionally peeing was bad and that they could tell the ins was not working, the patient felt like the ins was holding urine back. The patient also stated that they had a knot that they felt in their back when they would lay down, it hurt. The patient noted that they were instructed by a nurse to not mess with the remote until they saw their hcp. The patient was advised to follow up with their healthcare professional (hcp). No further complications were reported or were expected.